Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. As received, the battery was unable to power up a monitor. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse events occurred due to the defective battery.

Event description:
During investigation of the battery pack sn (B)(4) for an unrelated issue, a reportable malfunction was found. The battery was unable to power on a monitor.